Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) regarding a patient who was receiving an unknown drug via an implantable pump for intractable spasticity. On (B)(6) 2017, the rep was contacted by the hcp, stating they wanted the pump read to help rule out the patient¿s current condition. The patient¿s neurological status had declined; they didn¿t really talk or wake up. It was noted that the patient was admitted to the hospital on (B)(6) 2017, and a surgery on a vp shunt was performed. Another rep went to read the pump on the night of (B)(6) 2017, and found no issues with the pump. The hcp contacted the rep on 2017-mar-29, stating they wanted to do a dye study. The patient had increased spasticity, low fever, and was still cognitively not herself. The hcp considered giving oral baclofen and taking x-rays of the catheter until a rep could assist with the dye study. The rep went to the clinic and the hcp did just a port aspiration; they were easily able to aspirate cerebrospinal fluid (csf). The rep was not sure if any more troubleshooting would be performed. Additional information was received. The hcp called a rep to have the patient¿s catheter access port (cap) aspirated to send the csf off for a culture, since the patient had a fever of 102. On (B)(6) 2017, a rep went to do the cap aspiration and a CT dye/myelogram. The results had not been obtained. The hcp stated they did not know the cause of the fever and the decline in the patient¿s health. Further complications were not reported.